Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. This report was originally filed as mfg. Report num. 1119421-2019-01265. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following cataract surgery with an intraocular lens (iol), there was a refractive surprise. The primary iol was exchanged for a new iol "of similar power." The patient is now doing fine. The physician feels the original iol was mislabeled with the incorrect diopter. Additional information has been requested.